Event description:
It was reported that after a recent factory reset, the user experienced connectivity issues with the ilet mobile app and device pairing, which were addressed by forgetting the device in bluetooth settings, restarting the phone, and re-pairing to the ilet; during this period the user reported high glucose readings with device alerts above 180 mg/dl for over 90 minutes and a highest reading indicated as ¿high¿ (>400 mg/dl). Symptoms included hyperglycemia without associated physical complaints. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or assistance. Investigation included user-guided troubleshooting for bluetooth re-pairing and device reconnection. Investigation of this case revealed an unclear cause for the hyperglycemia, with connectivity disruption following a factory reset as a possible contributing factor; no device hardware component failure was identified based on the available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.